Event description:
Caller reported a minimum fill notification. There was no adverse impact to the customer¿s blood glucose level. Caller reloaded the cartridge, successfully loaded it onto the pump, and resumed insulin delivery.